Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of event.

Event description:
It was reported that the tip of the instrument broke off inside a setscrew during removal. The surgeon was unable to retrieve the fractured piece and decided to leave the fragment inside the setscrew. No plans for removal noted by surgeon. No patient complications were reported.